Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed through visual inspection and functional testing. The cause was the latch lock and latch lock sensor. The downstream occlusion (dso) seal was also found to be separating from the bezel. Replaced the latch lock, latch lock sensor and dso seal. The device passed all functional testing after the repairs. Product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump fails error code 41541. Occurred during testing. There was no patient involvement.